Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening posterior side assessed as fold flaw opening. Additional observations: observed creases on the device. White particles observed outer device. Observed wear abrasion on the device. Missing piece of plug strap assessed as inconclusive. Observed broken on plug strap side assessed as an unidentified (tear) opening no further actions are required as the device was implanted.